Event description:
Spihonguard portion of device is reported to have sheared from housing 3-4 days post-implant. Broken portion was located and removed with rest of device. The explanted device is being returned for eval, however, the broken portion was misplaced by hospital and is not available. Pt is reported to be in good condition following implantation of new shunt.